Event description:
It was reported that the pt underwent pelvic surgery in 2005. Post operatively, a hemorrhage was noted. The pt's pre-operative hct was 41 and the post operative hct was 21. The evening of post operative day one, the pt's urine output declined to less than 30cc over 6 hours. The pt was given an IV fluid bolus of 500cc and lasix 10 mg. The pt has some ecchymoses over the groin incisions and a large palpable hematoma suprapubically. CT scan revealed a 7cm by 7cm hematoma, however there was no active bleeding. The pt's vital signs have otherwise remained stable but due to her age a transfusion of two units of packed red blood cells was given. The pt is currently fine.